Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope exhibited foreign material came out during cleaning. The malfunction occurred during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during device evaluation: peeled adhesive around the light guide lens. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.